Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with varying capture threshold and r-wave amp. Increase in pacing lead impedance was also observed. The lead was capped and replaced. The patient was stable before, during and after the procedure.